Event description:
An instrument operator cut her finger while cleaning the outside of the hm wash probes.. These probes are not sharp but flat bottom probes. The operator pulled up suddenly and caught her finger on the bottom of the probe, cutting it. The operator received a tetanus shot..

Manufacturer narrative:
The instrument is performing within specifications. No further evaluation of the device is required.